Event description:
The reporter stated she is tired of being incontinent, wearing diapers, leaking when she laughs, having sexual pain and lower extremity pain. Mesh was placed by dr (B)(6) at (B)(6) hospital in (B)(6).